Event description:
The shockwave console signaled an "error 88" when the md attempted to use the catheter. The catheter was removed and replaced with another. Manufacturer response for catheter, catheter (per site reporter). Mfg notified by site.